Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
The plate did not fit as expected. Surgeon used a stock plate instead.

Manufacturer narrative:
Corrected: d9. Additional information: h6. The reported event was confirmed, as the device was returned to stryker. The sales representative confirmed that the surgery using the upc implant under complaint experienced a 15-minute delay due to the use of a stock plate. An analysis by the design team confirmed that the implant was designed as requested, and all quality and manufacturing steps followed the applicable procedures. Although no recent post-op scan is available, the implant fit properly during the pre-delivery fitting test, and the DHR review confirmed it was manufactured to specification. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issues. Therefore, no corrective or preventive actions are deemed necessary at this time.

Event description:
The plate did not fit as expected. Surgeon used a stock plate instead.